Event description:
The manufacturer's field service engineer (fse) reported a data acquisition/printed circuit board assembly/ analog digital converter (pcb adc) reference failure. There was no patient involvement.